Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances and unable to set ipg to MRI mode. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.